Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was within the last couple of weeks the patient has lost close to 45 pounds and now the stimulator is sticking out of their back through the skin and putting pressure on their backbone when they are setting down. Patient mentioned they have diabetes and the medication they are on is a weight loss medication. The patient was redirected to their healthcare provider to further address the issue.